Event description:
The customer reported a fluid leak of approximately 2 drops from the probe of the coulter ac*t diff analyzer. The customer indicated that the leak was not contained within the instrument and the instrument did not generate any error messages for the event. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and confirmed a leak from the probe rinse block during instrument startup. The fse proceeded to replace the dual diluent filters (fls1 and fls3) to resolve the leak. The fse also replaced the vacuum isolation chamber and associated pump tubing as a preventative maintenance. Failure mode of the leak is attributed to the dual diluent filters. (B)(4).